Event description:
The customer's mother stated that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis. The reported blood glucose reading was 575 mg/dl. Troubleshooting was performed and found that the insulin pump alarmed no delivery prior to the event. The insulin pump was programmed correctly. The prime test passed. Initially the high pressure test failed, but changing the infusion set, the high pressure test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.